Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as the event/ procedure date happened within the last three weeks. Problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the suture was broken inside the ligator head. The suture was reassembled and the physician attempted to deploy the bands; however, the bands were tangled up with each other causing the device to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as the event/ procedure date happened within the last three weeks. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the suture was broken inside the ligator head. The suture was reassembled and the physician attempted to deploy the bands; however, the bands were tangled up with each other causing the device to fail to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.